Event description:
It was reported that the patient was to have the device and potentially the lead and/or extension replaced. It was stated that the patient had "bad" impedances at the date of this report. Additional information was requested, but was unavailable at the date of this report. Any additional information will be included in a supplemental report.

Event description:
Follow up reported high impedances never resolved. It was noted reprogramming was done to make sure the patient received "good" coverage in their hand. It was noted the patient's leads and extensions were over ten years old and to the knowledge of the patient "the coverage had always been the same." The reason for the replacement was end of life for the battery. Patient is currently "happy" with device and "couldn't live without the therapy."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), product type extension product ID, 7435 lot# serial# (B)(4), product type programmer, patient product ID, 3888-28 lot# l42586, implanted: 2010 (B)(6), product type lead product ID, 3550-09 lot# n083511, product type accessory. (B)(4).